Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The smart cable was plugged into a test blade and into a test monitor and the test monitor was powered on. The unit passed the image quality test pattern; no failure was found. The customer's smart cable has already been replaced and the returned device was scrapped. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, an image wasn't produced. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.